Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warning and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitely determined. The root cause, based on available information, is unknown as it cannot be definitely determined.

Event description:
This was an interventional case. The patient was obese; no calcification, tortuosity, or scarring were noted. The patient was not anticoagulated. The initial access puncture was satisfactory, the procedure was completed, and hemostasis was achieved in 4 minutes. However, after inspecting the groin site for a few minutes to check for a hematoma, the physician was concerned about distension at the site. An ultrasound confirmed a pseudoaneurysm (15 mm), which was resolved via thrombin injection. The patient recovered without further sequelae and was admitted for further cancer treatment.